Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2006, laparoscopic hernia repair with composix kugel mesh. On (B)(6) 2007, the pt underwent laparoscopic ventral hernia repair with a composix kugel hernia patch. On (B)(6) 2009, the pt underwent open repair of recurrent ventral hernia with removal of previous mesh, lysis of adhesions and repair with a non-bard mesh.

Manufacturer narrative:
The pt's attorney initially reported a single composix kugel, which was filed with the FDA under (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified an add'l mesh. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt is reported to have developed a hernia recurrence, adhesions and a seroma after implant of the composix kugel mesh, all of which are listed as potential adverse reactions in the product's instructions for use. The operative report from the explant procedure noted that the pt was very active through playing golf and kept sliding his mesh in the hernia sac and recurring the hernia superiorly. The operative reports do not indicate a device failure and no sample has been returned for eval. A mfg review was performed and did not find any discrepancies. If add'l info is received, a supplemental MDR will be submitted.